Manufacturer narrative:
Follow up #1 date submitted: 19-jul-2018 the device was returned to the manufacturer and investigation completed 18-jul-2018 with the following findings: review of the black box data revealed voltages were steady with no sudden drop prior to the reported temperature issue. On investigation, the pump powered on normally and was exercised for 24 hours without any interruption in power or overheating. Electrical current draws were noted to be within specification. Investigation did not duplicate the alleged temperature issue. There was no damage, defect or contamination of the pumps interior components.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging a temperature issue; the pump got hot to the touch. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.